Event description:
The customer reported to olympus, foreign material was found on the forceps channel of the evis lucera bronchovideoscope. The procedure has been completed. There were no reports of patient harm.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) processes performed onsite. The device was cleaned prior to being returned to olympus, the customer did not know when the debris adhered to the device, there was no delay in the start of precleaning, the customer aspirated water through the instrument/suction channel, the customer wiped/brushed the instrument channel outlet with clean lint free cloths and the customer brushed the instrument channel, instrument channel port and suction cylinder. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found residual liquid came out of channel tube due to insufficient cleaning, the channels had the wrong setting configurations. The connecting tube had coating that was peeling, the insertion universal cord had a dent, scratch, and kink. The angle wire had a bending angle in the up direction and didn¿t meet standard value due to wear. The angulation lever did not move smoothly due to physical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The peeling at the insertion section was due to deterioration. Olympus will continue to monitor field performance for this device.